Manufacturer narrative:
Additional information: e1 manufacturer internal reference number:(B)(4).

Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4). Related MDR number: 3011649314-2026-00928, 3011649314-2026-00931, 3011649314-2026-00932.

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 67-year-old female patient presented to oral surgery partners with concerns related to previously placed dental implants. The implant placement procedure was performed on (B)(6) 2024 at tooth positions #07 and #10. It was reported that the implants were not placed after immediate extraction and were not immediately loaded. The patient presented with the issue after the final prosthesis delivery. During the examination, the doctor discovered that the implants had lost osseointegration. As a result, the implants were removed on (B)(6) 2026 without the use of instruments. Additionally, the doctor noted that the implants came out during the removal of the dental bridge. The implants were not replaced. The patient exhibited granulation/fibrous tissue around the implants and abnormal bone loss around the implants, which did not resolve after implant removal. The prosthetic restoration was performed on (B)(6) 2024. The prosthesis was cement retained. The opposing arch consisted of natural teeth, and a custom abutment was used. The patient did not sustain any permanent injury, and no additional medical or surgical intervention was required. It was further reported that the patient had type iii bone quality and maintained excellent oral hygiene.